Event description:
Device 2 of 2. Reference MFR report 1627487-2012-1012. Pt has two leads with the same lot number. It was reported that the pt has been experiencing stimulation at the pocket site. It was also reported that when communicating with his ipg, he is unable to increase stimulation and it shuts off. A replacement device was sent to the pt. A sjm representative met with the pt and performed a diagnostic test that determined contacts 10-16 were invalid. The pt was reprogrammed and stated he was not feeling the pocket stimulation at the time. Later in the day, the pt started feeling very severe stimulation at his pocket site, which immediately subsided when he turned off stimulation using his magnet. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.